Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.